Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a derailed grip cable from its normal position at the distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. Additional observation related to customer complaint: the instrument was found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause is attributed to derailed grip cable and broken pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument did not work. The procedure was completed but the patient outcome is unknown.